Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a post-implant balloon aortic v alvuloplasty (bav) was performed. Upon ballooning, the valve dislodged out of the annulus. Subsequently, a second transcatheter bioprosthetic valve, was implanted. No further adverse patient effects were reported.